Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The totally occluded, 32x2.75 mm target lesion containing a lesion bend of >= 90 degrees was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 16mm x 2.25mm taxus¿ element¿ drug-eluting stent was advanced to treat the lesion but failed to cross the lesion. No patient complications were reported and the patient¿s was stable. However, returned device analysis revealed stent detached/separated.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the stent delivery system associated with the finished goods batch was returned for analysis. The tip od was measured which is within specification. A visual examination of the returned device confirmed that the balloon had been inflated and deflated. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. The stent of the device had been deployed and was not returned for analysis. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A visual and tactile examination found that the hypotube was kinked 80mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).